Manufacturer narrative:
The event occurred in netherlands. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported mobile system blood glucose result hi, which on the system indicates a result in excess of 33.3 mmol/l, felt weak, retested at 4.3 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.